Manufacturer narrative:
Initial and final MDR(B)(4). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in united states it was reported that patient experienced an adhesive malfunction on (B)(6) 2026. Infusion set has fallen off during use. The patient replaced infusion sets and resumed insulin successfully. No further information is available.